Manufacturer narrative:
Additional information received b2., b3., b5., has been updated. H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. The trend analysis was also performed. No complaint or manufacturing trend was identified. The root cause could not be determined. As further information pertaining to the event on the left eye and investigation is processed under the report under file ID:(B)(4) will provide the additional information. The report filed under (B)(4) no longer valid, hence all the further reports will be reported under file ID: (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received states that the consumer was diagnosed with superficial corneal erosion on the left eye and experienced occlusion for 24 hours. The subsequent initiation of treatment has been received with an antibiotic moxifloxacin one drop every four hours and a hyaluronate concentration of 0.4 percent with of one drop every two hours in the left eye. No information has been provided for symptom resolution at this time of report. Additional info has been requested but not yet received.

Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D.4.: this is the first of two reports for the same patient involving two different lot numbers of the same product. It is unknown which contributed to the event. Refer to the second report filed under the manufacturer internal reference number of (B)(4). Imdrf health event for event gland dysfunction is not available, so it subsumed under imdrf health event code e2402 - appropriate clinical signs, symptoms, conditions term/code not available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by healthcare professional stating that the consumer consulted the emergency department after presenting with a one-day history of ocular pain, foreign body sensation, and redness in the left eye. Following day, the consumer visited the lens store and stated that their left eye was completely occluded. The consumer sought an ophthalmology clinic urgently due to intense pain in her left eye. Additionally, the consumer states that pressure went up, unbearable pain, and she had to go to the emergency room. She informed the consumer that it¿s because of the contact lenses. The biomicroscopy observations showed a cornea with irregular erosion surrounding punctate keratitis, bulbar conjunctiva with hyperemia, chemosis and gland dysfunction on the left eye. No treatment medication has been reported. The current status of the consumer¿s eye is unknown at the time of this report. Additional information, along with a translated document, has been requested but not yet received.